Event description:
No additional information received, please see h6 & h11.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned web system found the web implant to be separated from the pusher. The implant tether was found melted, which is an indication that the device was activated using a detachment controller. However, the pusher was not returned for evaluation. Since the pusher was not returned, the investigation could not perform electrical testing to determine if a condition existed on the pusher that would have caused or contributed to the alleged detachment issue and therefore, this complaint is considered non-verifiable. This web was used during the same procedure as the device reported in manufacture report number 2032493-2025-00252.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. The instructions for use (IFU) identifies difficult or delayed web detachment as potential complications associated with use of the device.

Event description:
It was reported that two web devices were used during an aneurysm embolization case. The web was unable to detach from the delivery pusher with the use of multiple detachment devices. The web was withdrawn and removed from the patient. A second web device was placed and was unable to detach. Upon removal and retraction of the web, the device detached within the microcatheter. The web and microcatheter were removed from the patient and the case was completed with a third web device. There was no reported patient injury or intervention. This second web was used during the same procedure as the device reported in manufacture report number 2032493-2025-00252.